Event description:
It was reported that the nurse started the device, it did not work and immediately replaced it. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed device run-in test to duplicate customer stated problem but unable to duplicate customer stated problem. As found software version 9.33.0.50, as left software version 9.33.0.50. Rear case replaced due to cracked bottom left screw insert. Lower hinge replaced due to weak knob spring back. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 10jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the nurse started the device, it did not work and immediately replaced it. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed device run-in test to duplicate customer stated problem but unable to duplicate customer stated problem. Rear case replaced due to cracked bottom left screw insert. Lower hinge replaced due to weak knob spring back. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 10jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device "shut off mid infusion". There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed

Event description:
It was reported that the device "shut off mid infusion". There was no patient involvement.